Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer reloaded the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the host pc system would not boot up. Upon troubleshooting, it was discovered that an issue with the host pc software was preventing the machine from booting up. The fse resolved the issue by reinstalling the host pc software, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.